Manufacturer narrative:
(B)(4).

Event description:
It was reported by the sales rep that patient developed an abscess approximately six weeks out after a sleeve gastrectomy procedure at the site, the device was used. The surgeon advised that post-op drains and stents were placed to address the issue. Patient is doing well at this time.